Manufacturer narrative:
The analysis found that deformation of the handle screw's screw thread was confirmed during the inspection. Also the joints are adhered and deformed. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from service and repair via a manufacturing representative regarding a patient with herniated disc for med spinal therapy. It was reported that the arm's bellows and abdomen portion is not completely fixated and it moves during operation. The part came in contact with product. There was no further information reported.